Event description:
It was reported, during preparation that the olive of the rod has loosened.

Manufacturer narrative:
Investigation has been completed and eval codes updated. Method - visual inspection, complaint history review, technical/medical assessment. Results - visual inspection - confirmed the reported failure. (B) (4).